Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during prime, while the hp was not connected. The caregiver (cg) stated that the clamp on an unused supply line was left open during self-test. The technical service representative (tsr) explained the meaning of the alarm to the cg. The tsr had the cg cycle the power in order to clear the alarm and assisted the cg with ending the therapy. The tsr advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the caregiver (cg) left an open clamp on an unused supply line during self-test. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.